Event description:
Subsequent to the initially filed report, the following information was received. It was reported that suture placement in the moderately calcified right common femoral artery was attempted using the pre-close technique via an 8f sheath hole prior to a percutaneous transluminal angioplasty (pta) interventional procedure. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f and the pta procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using a prostyle device. Reportedly, a cuff miss occurred [suture retrieval issue]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.